Event description:
Physician reported despite continuing to increase the patient's intrathecal dose of medication, the patient continues without pain relief. A catheter dye study was attempted last week, but unsuccessful because the physician was unable to aspirate through the catheter access port. A revision was scheduled, and upon further evaluation of the catheter and pump, "there was no obvious kink or issues at pump catheter connection." They were able to aspirate slowly and proceed with the dye study. Additional device troubleshooting options were being considered and the final patient outcome was not reported.